Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 1154.9 mcg/day) via an implanted pump. The indication for pump use was stroke and intractable spasticity. On 03-mar-2018 it was reported that the patient presented to the ER (emergency room) with symptoms. The patient had increased spasticity. A motor stall was seen at initial pump interrogation. The patient had not recently had an MRI. The pump logs showed a motor stall occurred on (B)(6) 2018 and a stopped pump period may exceed tube set message. The stall was active. The hcp was not sure if the patient heard the alarm or not. No further complications have been reported as a result of this event.